Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the registry, 1216 laparoscopic ventral hernias were treated using an unspecified device or non-medtronic mesh and fixated using a device. Complications related to the fixation device included hematoma and bleeding, both requiring reoperation to resolve. Other postoperative complications included: seroma requiring drainage or reoperation, mesh infection requiring mesh removal, pain requiring mesh removal, bowel obstruction and hernia recurrence. One patient with mesh infection underwent reoperation to treat peritonitis, intraperitoneal abscess, and fistula. Hernia recurrence was diagnosed with x-ray imaging and treated with reoperation. Non-device related complications included: superficial infection, urinary retention, injection site inflammation, broncho-pulmonary disease, hepatitis and prostatitis.